Manufacturer narrative:
Device was not implanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for second device used, for the first device used on the same patient, see MDR: 1118880-2018-00067.

Event description:
The user facility reported during a coronary intervention procedure on a normal patient; balloons in the tr band device would not hold air. Hemostasis was achieved by the third tr band device. Blood loss was less than 250cc, and there was no patient harm. The patient was reported to be in stable condition and hemostasis was achieved. The procedure outcome was good and the patient was discharged from the hospital safely.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The expiration date, UDI #, and device manufacture date have been provided. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One used tr band regular assembly was received for product evaluation. The tr band assembly and the tr band inflator were both returned and decontaminated. Gross visual inspection of the returned product revealed no anomalies. The device was functionally leak tested. The tr band was inflated with 18 ml of air, and digital pressure was applied to the large and small balloon assembly to verify full inflation. The two sides of each balloon did not touch together. The tr band was then submerged under water. No bubbles were evident from the seals of the large and small balloons or along the inflation balloon, inflation balloon valve, or inflation tube. The device was weighed down for 22 hours. After 22 hours, the tr band was deflated, and 18 ml of air was measured. No leak was present during testing. There is no evidence that this event was related to a device defect or malfunction. The complaint cannot be confirmed, no anomalies such as a tears or deformation along the seals or welds were noted. Functional testing was carried out, and the device maintained pressure without any air leakage evident after 22 hours.